Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the connector piece was fractured off at the threaded tip. The inserter was misshaped and is believed to have fractured the tip off. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated:b4, b5, g3, g6, h2, h3, h6, h10visual examination of the returned product identified item 14-441045 has the threads fractured off and it is also bent. Item and lot numbers are confirmed to match the complaint. The instrument is 5 years old.review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event.the root cause is use error as this device was part of a 2018 recall and should therefore not have been used.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.